Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Device malfunction is suspected. The change in hearing performance is difficult to determine due to the user_s age - 3 years. No report of trauma or accident has been received. No swelling or redness at the implant site. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements showed affected channels. It is unknown if the user's hearing performance with the device was affected because the user is (B)(6) years old. No trauma or accident is reported. The user was re-implanted.